Manufacturer narrative:
Case (B)(4). B5: updated event description.

Event description:
On the literature article named "follow-up comparison between biological hemihip replacement and cemented hemihip replacement for the treatment of intertrochanteric fractures in elderly patients", it was reported that, 2 patients suffered from deep vein thrombosis of the affected limb on (B)(6) 2016 after a hip surgery. The patients healed after the application of anticoagulant. The outcome of the patients in unknown.

Manufacturer narrative:
H3, h6: on the literature article named "follow-up comparison between biological hemihip replacement and cemented hemihip replacement for the treatment of intertrochanteric fractures in elderly patients", it was reported that, 2 patients suffered from deep vein thrombosis of the affected limb after a hip surgery. The patients healed after the application of anticoagulant. The outcome of the patients is unknown. As this is a literature complaint, the parts, used in treatment, were not returned for investigation. The part and batch number of the devices are not known. Therefore, it is not possible to investigate whether the reported device met manufacturing specification upon release for distribution. A complaint history review was conducted. The reported failure mode might occur in some cases, which is stated as a side effect. The severity and the failure mode are covered through our risk management. As no device was received for investigation, a visual inspection could not be performed. No patient information nor any other medical documentation was provided, therefore, a thorough medical investigation could not be performed. Based on our investigations the failure mode and the relationship between the device and the reported event cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. To date, no further actions will be taken. Should additional information become available, this complaint will be reassessed. Smith and nephew will monitor the devices for further similar issues. [1]: ma shiyun [follow-up comparison between biological hemihip replacement and cemented hemihip replacement for the treatment of intertrochanteric fractures in elderly patients]. Chinese journal of gerontology, 2014,34(16):4536-4538.

Event description:
On the literature article named "early diagnosis of lower limb deep vein thrombosis after major orthopedic surgeries", it was reported that, 2 patients suffered from deep vein thrombosis of the affected limb on (B)(6) 2016 after a hip surgery. The patients healed after the application of anticoagulant. The outcome of the patients in unknown.